Event description:
It was reported that a user experienced loss of glucose readings on the ilet display, showing three signal bars without values, while concurrent readings were available on both the dexcom g7 app and the ilet app. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included no medical intervention or hospitalization. Investigation included customer support troubleshooting and education, including toggling between g7 and g6 modes and reentering the pairing code. Investigation of this case revealed transient communication disruption between the ilet and the g7 cgm that resolved after re-pairing, consistent with brief sensor communication issues without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal loss due to communication or pairing instability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.